Manufacturer narrative:
It was determined that the likely cause of the reported issue was due to the system pcb assembly. Section h10 and/or h11 of supplemental medwatch report 0003015876-2021-00670 indicates: the device was returned unrepaired to the customer per their request. Section h10 and/or h11 of supplemental medwatch report 0003015876 should indicate: the unrepaired device was scrapped and the customer has ordered a replacement.

Event description:
A third party service agent contacted stryker to report that their customer device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Third party service agent evaluated customer's device and verified the reported issue. It was determined that the cause of the reported issue was due to the system pcb assembly, however the device could not be repaired. The device was returned unrepaired to the customer per their request.

Event description:
A third party service agent contacted stryker to report that their customer device would not power on. There was no patient use associated with the reported event.